Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the insulin pump was outside soaked from the storm. Customer stated that fluid was visible under the display of the insulin pump. Customer's last blood glucose reading was 239 mg/dl. No further information reported.

Manufacturer narrative:
The insulin pump was received with a cracked case at the display window corner, cracked reservoir tube lip, minor scratches on the display window, and cracked battery tube threads. The insulin pump was received with moisture damage on the electronic assembly.